Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; the holding sleeves has shown that the article is broken in three parts. Both broken front parts are strongly deformed. The cause cannot be determined as to the exact cause which has led to this occurrence. Due to the damages at the both front parts; it is notes that too much mechanical force had been applied during the surgery. The relevant lot number in order has not been supplied in order to check the manufacturing documentation and their specification. No product fault could be detected, no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a holding sleeve broke in half during surgery. The surgeon was able to complete the procedure without the use of the holding sleeve. No reported time delay or patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient information is not available for reporting. Device is an instrument and is not implanted or explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.